Event description:
In june 2006 a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. Immediately after implantation, the pt became hemodynamically unstable with decreased urine output. The pt was converted to an open repair and it was discovered that the pt had an ischemic colon, melena, and the aorta was perforated above the trunk-ipsilateral leg component. The physician believes that the use of an impact 25 x 2 braun balloon to seal the proximal neck of the trunk-ipsilateral leg component caused miscroscopic tears in the pt's aorta. The physician further stated that the balloon was inflated to product specification, but the pt's aorta was weak and did not have tensile strength. Postoperatively, the pt became hypotensive and acidotic. Ultimately the pt was removed from life support per family request and the pt expired.

Manufacturer narrative:
H.3.: the device was discarded by the facility. H.6.: a review of the mfg paperwork is being conducted.